Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-01101. It was reported that the patient experienced pain at the lead site mid trimester of pregnancy and post child birth. X rays confirmed leads migrated towards the left. As a result surgical intervention was undertaken on (B)(6) 2018, wherein the right lead was repositioned.